Event description:
Mentioned that she had leakage while infusing hizentra, this bounced back to me after reporting the ade about hizentra, request to also report the pump. I have no details, but pt has a freedom 60 pump. I don't think that the pump was the problem. It was probably pt error on inserting the needles that time. Dose or amount: freedom pump, frequency: na, route: sq. Diagnosis or reason for use: d80.1 nonfamilial hypogammaglobulinemia.